Manufacturer narrative:
A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. The investigation is pending the product return. No conclusion can be drawn at the time of this report.

Event description:
It was reported that the product packaging components presented stains.

Manufacturer narrative:
The inspection of the returned product revealed stains on the outer and inner tyvek lid and also on the patient record labels. The nature of stains is suspected to be of glycerol nature (raw material in the manufacturing process). The product, as it was received, does not conform to its specification. However, this product is involved in a recall initiated following a previous similar complaint. The performed investigation concluded that the product might have been exposed to inadequate storage conditions at the (B)(4) distributor warehouse (MFR report number 1640201-2015-00024).